Event description:
The customer reported that the images on the system would overlap. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The high voltage harness was replaced. The system was tested and operates as intended.